Event description:
Upon investigation, manufacturer's domestic evaluations observed the lcd display of the aviva meter appears to be burnt, melted. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.